Event description:
It was reported that this implantable pulse generator (pacemaker) switched into safety mode, a device status that permanently limits available therapy to specific settings. Premature battery depletion was also noticed. Subsequently, this pacemaker was explanted, replaced and it is not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.